Event description:
The lay user/pt contacted lifescan on march 14,2006 and alleged that his one touch ultra meter was giving error 2 message. The medical affairs specialist (mas) called and spoke with the pt one day later. The pt informed the mas that he only got the error 2 message on the meter while he was experiencing symptoms of dizziness and blurry vision yesterday (march 14, 2006) in the evening. Yesterday morning , he was able to test on the meter and had received a result of 80 mg/dl. The pt is on a set amount of pral medication (actos 50 mg/day and was recently placed on glyburide 2 mg/day "only while he is taking the prednisone steroid for oher health resons"). Around 6:00 pm on 3/14/06, the pt was feeling dizzy and had blurred vision. He attempted to test on the meter, but kept getting the error 2 message. The pt denied any medication that he ate 3 candy bars and a donut at that time and informed the mas that he had eaten "those things in the day". He further stated that he did not take any medication or eat anything while experiencing the symptoms. His wife drove him to emergency room to have his blood glucose checked because "the meter was not working" and he was experiencing symptoms. The hospital meter result was 385 mg/dl and he was given an "insulin shot and a diabetes pill" (did not recall the name of the pill). A head scan was also performed since he was feeling dizzy. He was released from the emergency room after 4 1/2 hours. After returning home, the pt called lifescan regading the meter issues. At the time od troubleshooting, it was verfied that this was not a new meter, it was discovered that the pt's testing technique was not correct and that his test strips had expired five months earlier. The pt did not have new test strips to complete troubleshooting. A replacement meter and test strips were sent to the lay user/patient.